Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer evaluated the device and found the power supply board to be faulty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported motor fault alarm on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.